Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The audio beep functioned properly during the self test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
Customer reported high blood glucose levels up to 500 mg/dl. Customer also reported having trouble hearing audio alerts due to pump not beeping. Customer's current blood glucose level was 293 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.